Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture seen attached to the needles¿ was confirmed as anterior needle to cuff miss. The reported ¿device was stuck¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported separated guide (sheath) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of unspecified tissue injury (vascular injury) and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention of the left anterior descending artery. Reportedly, the plunger was removed with no suture seen attached to the needles. The footplate lever was closed and the device was stuck. Tension was relaxed with the device not against the vessel wall; the footplate was opened and closed, yet the device could not be removed. The handle was manually broken apart but the device still could not be removed. The vessel was incised and the patient was given additional peri-procedural sedation. The guide was separated into two pieces between with the metal and plastic portion and tissue damage was noted. The sheath was upsized and a snare was used to remove the separated portion with all components of the device removed from the patient. The vessel was repaired and access site closed with surgical suturing. There was a reported clinically significant delay as the patient was admitted to the cardiovascular unit; hospitalization was prolonged. No additional information was provided.